Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported separation although the reported treatment appears to be related to operational circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because two lot numbers were provided and the specific lot utilized during the procedure could not be determined. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion in the tortuous right coronary artery. Several devices were used, including multiple balloons, and a 7f guideliner. A whisper guide wire was advanced and removed without any noted resistance. When an unspecified balloon was advanced, it was noted that the tip of the guide wire was still in the patient anatomy. A snare device was used in an unsuccessful attempt at retrieval. Finally, a non-abbott stent was implanted over the tip of the guide wire to embed it in the patient anatomy. There was a delay in procedure that was not clinically significant, and there was no adverse patient sequela. No additional information was provided.